Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information indicated that this rv lead was implanted as temporary pacing lead. This rv lead was explanted due to lack of capture related to anatomical factors.